Manufacturer narrative:
Section a patient information cannot be provided to patient confidentiality section e. Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 980 ventilator "failed backup ventilation". The patient was transferred to an alternate ventilator with no injury. Although it was reported that backup ventilation failed, a review of the ventilator logs indicates that the device entered backup ventilation and continued ventilating the patient until the patient was transferred to an alternate ventilator.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, the 980 ven tilator "failed backup ventilation". The patient was transferred to an alternate ventilator with no injury. Although it was reported that backup ventilation failed, a review of the ventilator logs indicates that the device entered backup ventilation and continued ventilating the patient until the patient was transferred to an alternate ventilator. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit generated a background diagnostic code indicating the inspiratory flow module (ifm) printed circuit board assembly (pcba) needed to be replaced. Repair was not authorized by the customer and it was recommended the unit not to be used on patients until it is repaired. The cause of the buv was isolated in the field to a potential fault in the ifm pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.